Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or other devices resulted in the reported difficult to remove. Manipulation of the device ultimately resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as a balloon dilatation catheter was advanced and assisted in the removal of the separated portion of the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary intervention, one versaturn [vt] guide wire (gw) was advanced to the distal segment of the septal ramus and another vt gw was advanced to the distal segment of the obtuse marginal artery. After balloon angioplasty and stenting, resistance was noted with one of the vt guide wires, so the gw was withdrawn with the guide catheter; however, upon removal, it was noted that the end of the gw separated. A balloon dilatation catheter was advanced and assisted in the removal of the separated portion of the guide wire. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. Additionally, the following was noted during device analysis: multiple misaligned coils, stretched coils, bent core. Manipulation of the device resulted in the noted device damages (multiple misaligned coils, stretched coils, bent core) and ultimately resulted in the reported/noted coils and core material separation. The treatment appears to be related to the operational context of the procedure as a balloon dilatation catheter was advanced and assisted in the removal of the separated portion of the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device available for evaluation. H6 - type of investigation code 4114 - removed.